Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device (B)(4) number, and no non-conformances were identified. Additional information was requested and the following was obtained: yes, fixation tap was found broken when removed from package. Just one device had that issue. Investigation summary: it was received for analysis, an empty labeled winding former and a dispensed needle-suture of product code sxpp1a400. During the inspection visual of the sample, the swage and attachment area were as expected. Marks on the body needle that appears to be by the use of a surgical instrument could be observed. The suture was examined and body fluids at some barbs were observed; no defects or damaged on the barbs were noted; but, a side of the fixation tab were broken. Per the condition of the sample received, it could not be determined what may have caused the reported incident of: ¿stratafix symmetric anchor was broken when they took the device out of package¿.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2019, and barbed suture was used. The fixation tab was broken when the device was taken out of the package and appeared to look like a half anchor. Upon evaluation of the used device, the fixation tab was found broken. There were no adverse patient consequences reported.